Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and the insulin pump alarmed often no delivery. The customer's blood glucose was 14.4 mmol/l at the time of incident. The customer went to his health care professional for assistance with insulin pump. The customer changed infusion set to resolve the no delivery alarm issue. The customer reported that the insulin pump continued to alarm no delivery. The site was checked by the health care professional and there was no issue to his site. The customer was advised to go on manual injection and advised the insulin pump will be replaced. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).